Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the ups was plugged into a wall outlet. The power button was pressed and an audible alarm was heard. A notification stating the battery needed to be replaced was observed on the display. The failure was isolated to a faulty battery. The transformer was connected to a known good ils console for multiple minutes. The system functioned properly and no error was observed. The transformer tested satisfactorily. It was reported that the system spontaneously shuts down during procedure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the ups was plugged into a wall outlet. The power button was pressed and an audible alarm was heard. A notification stating the battery needed to be replaced was observed on the display. The failure was isolated to a faulty battery. The transformer was connected to a known good ils console for multiple minutes. The system functioned properly and no error was observed. The transformer tested satisfactorily. It was reported that the system spontaneously shuts down during procedure. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, an error message indicating "the system will shut down in 15 seconds," was displayed. The user was able to work around the message. It was also noted that the system was actually shutting down numerous times. The patient was under anesthesia. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the procedure, an error message indicating "the system will shut down in 15 seconds," was displayed. The user was able to work around the error. It was also noted that the system was actually shutting down numerous times. The issue seemed to be resolved after the 3rd or 4th time the system shut down and the physician proceeded with the procedure without any failures. The backup battery on the system was replaced. There was no patient involvement.